Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted during testing. Unit had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and broken reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.